Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation of the device, far field r-wave oversensing was observed. The device was reprogrammed. The patient will continue to be monitored.